Event description:
During a transapical tavr case, upon placing the sheath in the apex, the patient¿s pressure began to drop into the 80's. Inotropes were delivered but there was no response. The medical team considered options and decided to proceed with valve implantation. During positioning, the patient¿s pressure continued to drop. The sapien valve was removed from the annulus in an attempt to allow the pressure to recover but again, there was no response. It was decided to proceed with deployment and then place the patient on bypass. The valve was deployed in good position but the patient continued to deteriorate. They then tried and had difficulty placing bypass cannulas in the groin vessels. During this time, CPR and blood products were administered. Eventually, the patient was placed on bypass and the blood pressure stabilized, however, there was significant bleeding around the apical access site from chest compressions, which was stabilized by removing the sheath and closing the apex. An aortogram showed moderate paravalvular leak (pvl) around the valve so balloon valvuloplasty was performed with a 25 mm z-med balloon through the groin access site and the pvl was reduced. The patient did not recover despite CPR, inotropes, blood products and bypass. In spite of multiple efforts, the patient ultimately died. As per discussion, the blood pressure drop attributed to patient factors of the age, frailty and complex cardiovascular disease.

Manufacturer narrative:
Per the instructions for use (IFU), hypotension and bleeding are both potential risks associated with the overall tavr procedure. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. Patient risk factors for hypotension include low ef, cad, chf, arteriosclerosis, hypovolemia, and anemia. Additionally, these patients are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative hypotension is very common and is treated with standard therapies, including vasoactive drugs. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In some cases, these standard maneuvers are not adequate, and initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery is required. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. As a precaution, the thv training manuals instruct the operator to minimize the number and duration of rapid burst pacing episodes, and allow sufficient hemodynamic recovery before initiating another episode of rapid pacing. In this case, the patient¿s advanced age (89 years old) and complex medical history (chronic renal failure, cad, cardiomyopathy, ef of 35%, severe as, and severe peripheral vascular disease) likely contributed to the hemodynamic decline and eventual death. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.